Event description:
It was reported that a patient presented with an inability to interrogate the implantable cardioverter defibrillator. Premature battery depletion was alleged on the device by the physician. Surgical intervention was planned. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: previously reported g3 should have been 20 aug 2025 rather than 19 aug 2025.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. The patient was stable throughout.